Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly after implant, this right atrial (ra) lead exhibited loss of capture, a decrease in sensing, and a decrease in pace impedances. Impedances were still within normal limits, but had dropped from 500 ohms at implant to 355 ohms about a week later. An x-ray was performed which confirmed the lead had dislodged. The lead was then removed and replaced with another manufacturer's product. No additional adverse patient effects were reported.